Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged failed battery test or battery failed alert, keypad anomaly and sensor anomaly found on (B)(6) 2021. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored for several days and no failed battery test or battery failed alert noted. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No alarms or alerts or failed battery test or battery failed alert recorded in the formatted history file or traces for the event date. However, low battery alert was recorded and found in the formatted history file on: 09/20/2021 19:30:00.000. Insert battery alarm was recorded and found in the formatted history file on: 09/21/2021 07:00:25.000. Replace battery alert was recorded and found in the formatted history file on: 09/21/2021 05:01:00.000 and 09/21/2021 05:11:00.000 replace battery now alarm was recorded and found in the formatted history file on: 09/21/2021 05:32:00.000 and 09/21/2021 05:42:00.000 and power loss alarm was recorded and found in the formatted history file on: 09/21/2021 07:00:43.000. Power data available per the power management tool/detail trace file is on oct 07, 2021, there was no record for the event date. Unable to check power data for low battery alert, replace battery alert, replace battery now alarm and power loss alarm. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Failed battery test or battery failed alert was not confirmed. Keypad anomaly was not confirmed. Sensor anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries buttons were slower response at times and reservoir chipped when patient unscrewed it. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.